Manufacturer narrative:
No conclusions can be made at this time. Contact confirmed that the cage did migrate after placement. There was no information provided regarding post-op trauma, bone quality or anatomical issues that may have contributed to this event. Detailed information is limited at this time. Post-op migration is an inherent risk of surgery.

Event description:
On (B)(6) 2010, the devex interbody cage was inserted between l3-l4 (tlif with hardware). After the surgery, neurologic symptoms were observed due to post-op cage migration. On (B)(6) 2011, another surgery was done to push the migrated cage back into position. As surgical intervention occurred, an MDR is filed to document this event.